Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during decannulation, the air from the cuff could not be removed. They tried three to four times before it was finally removed. It was said that there was no problem during the cuff check before use. There was no patient injury.